Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG falloff test in both the front/bag and side/side channels. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation of a belt for an unrelated issue, a reportable malfunction was found.